Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was related to movement of the instrument not able to grasp the tissue/vessel so the instrument was changed to the backup instrument, and the procedure was completed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer when attempting to manipulate instruments from the surgeon console. The instrument did not move in the intended direction. There was no injury to the patient as a result of the event. There was no broken cable observed on the instrument. Isi has received the instrument for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. External and internal visual inspections, manual articulation of inputs, and tests for recognition, engagement, and intuitive motion were performed; however, the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system, where it passed recognition and engagement tests, demonstrated intuitive movement with a full range of motion in all directions, and the grip tips operated properly. The instrument was fully functional, and no product issues were identified. Based on the investigation, the customer-reported issues are likely attributable to factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the maryland bipolar forceps instrument was unable to maintain. The procedure was continued as planned with no reported injury.